Event description:
It was reported that the user, new to the device, experienced hypoglycemia to 64 mg/dl while using the ilet, with contributing use errors including multiple meal announcements, announcing outside the recommended window, and unnecessary pauses of insulin therapy. The agent reviewed logs, provided troubleshooting and education, recommended a factory reset, and arranged additional training on proper meal announcements, meal sizes, extended snacking, and appropriate use of pause. Symptoms included low glucose. Outcomes included the need for oral glucose treatment and scheduling of additional training. Investigation included review of user-reported logs and user interview with education provided. Investigation of this case revealed user-related operational errors leading to maladaptation of therapy. It was concluded that the event was attributable to user use error, with corrective actions consisting of education and a factory reset. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.